Event description:
Device 2 of 3. Reference MFR report: 1627487-2012-08286, 1627487-2012-08305. It was reported the patient experienced pain at the ipg site. The patient noted increased pain with the long term use of the stimulation. The device was re-programmed. The patient is scheduled to meet with the physician to determine the next course of action. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.